Manufacturer narrative:
Device evaluation: a baxter technician evaluated the sample. The reported condition of "leak" was confirmed due to a ruptured reservoir. The issue of ruptured reservoir is being investigated under -CAPA-(B) (4). (B) (4)

Event description:
It was reported to baxter (B) (4) that a half day infusor was discovered leaking during set-up. There was no report of patient injury or medical intervention. No additional information is available.